Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratches on display window, cracked case at display corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer's mother stated that the insulin pump is alarming during the prime process. The blood glucose reading is 13 mmol/l. Customer is using manual injections. The drive support cap is protruded. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is a paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradign real-time insulin infusion pump, which is marketed in the united states.